Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2011 and (B)(6) 2013. The maximum ventricular pace impedance ranges from 2192 ohm to 2496 ohm throughout the record.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance rose from 2200-2300 ohms to 2400-2500 ohms and triggered an alert. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.